Event description:
Customer complained that in one arrival of lancet 33g, batch 00314a customer found two outer of lancet 28g batch 00315a (catalog sm-scr-100) but inside there were boxes of batch 00314a. Moreover one box of batch 00315a was found. Improper handling caused lot co-mingling at manufacturing facility. Lot co-mingling resulted from improper workplace clearance during the packaging operations of lot 00314a, prior to initiation of packaging 00315a.